Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported cardiac arrest and subsequent patient outcome could not be conclusively determined through this evaluation. The pump has not been returned to date. If hm 3 lvas, serial number (B)(6), is returned at a later date, this investigation may be reopened to include the evaluation of the device. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to cardiac arrest.